Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified a drop of fluid by the "d" on the bag where the lot number was located; the source of the leak could not be identified. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: additional numbers (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container 250 ml capacity leaked below the "d" of the lot number on the primary container. This was observed during an unspecified process step. The device contained fentanyl 10 mcgml in 250 ml normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.